Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #5267705 regarding item #382533 DHR for final lot number 5267705 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It is reported that there was a leakage at the catheter/hub junction. Upon starting IV, tech noticed there was 'leaking' with the saline flush coming from where the catheter meets the pink hub of the IV. Continual leaking was witnessed as saline was flushed through. IV had to be removed and a new one started.